Manufacturer narrative:
On 02/27/2018, the end-user reported that while walking on the sidewalk using the guardian rollator, the left front wheel snapped off resulting in the end-user losing her balance and falling into the street. The customer reported that she fell on her left side and her lower leg was scraped. The customer reported that she followed up with an orthopedic specialist for evaluation and was informed that the leg was not broken. There was no medical intervention, serious injury or follow-up care reported related to this event at the time of the initial report. On 04/04/2019, the manufacturer received additional communication related to the reported fall which stated the customer experienced a left knee fracture and cartilage tear. The sample was initially reported to be available for evaluation; however the device was not returned to the manufacturer. A definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the guardian rollator wheel fractured and broke resulting in the end-user falling and fracturing the left knee and unspecified cartilage tears.